Event description:
The customer observed falsely elevated alinity I total b-hcg results generated on the alinity I processing module for a 28-year-old female patient with a diagnosis of complete abortion. The initial alinity I total b-hcg result for sid (B)(6) was 530.43 miu/ml. After the sample tested negative with colloidal gold, the customer reran the sample on the alinity and the result was 1.85 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The customer inspected the alinity I processing module, serial number (B)(6) and found a small number of crystals near the sample probe and the alinity I wash cup baffle. The customer cleaned the alinity I wash cup baffle, which resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the alinity I wash cup baffle did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or the alinity I wash cup baffle was identified.

Event description:
The customer observed falsely elevated alinity I total b-hcg results generated on the alinity I processing module for a 28-year-old female patient with a diagnosis of complete abortion. The initial alinity I total b-hcg result for sid (B)(6) was 530.43 miu/ml. After the sample tested negative with colloidal gold, the customer reran the sample on the alinity and the result was 1.85 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.